Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of dim and difficult to see segments in the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that the results in the display were faded and could only be seen while holding the meter at a certain angle. The customer performed a display check and all of the segments were dark and bold. The customer accessed the meter's memory and viewed the most recent result of 3.7 inr. The customer stated that the top half of the 3 and 7 were very dim and could only be seen while holding the meter at a certain angle with a certain light. The customer stated that the results were hard to see. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation. Upon investigation of the returned meter, conductive rubber was found to be improperly adjusted. After correcting the position of the conductive rubber by removing and reinserting, the display is faultless. The operator's manual states that the meter performs an automatic display check when it is turned on. If the display is not functioning properly, do not perform further tests as results may be misread if a segment is missing. Contact your local customer support and service center in this case.